Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the motor was off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended system motion . The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).

Event description:
It was reported from singapore that during service and evaluation, it was determined that the electric pen drive (epd) device was functional without triggering the hand switch. It was noted that the device had unintended activation/motion, and insufficient/low power. It was further determined that the device failed pretest for check for unintended motion, check function in ¿lock¿ mode with epd hand switch, check function with foot pedal, check function in ¿lock¿ mode with foot pedal, check power with power test bench, and check speed with tachometer. It was noted in the service order that the motor off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.